Event description:
On december 27, 2006, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. For about 4 days, the pt was getting readings in the "300's" mg/dl that she did not feel were correct since she had symptoms of feeling low. The pt could not specify what symptoms she had but mentioned that they would get worse every time she took insulin based on the meter results. The pt tests her blood glucose 4-6 times/day and bases her insulin dosages on the meter readings. The pt denied seeking or receiving any medical treatment. Whenever her symptoms got worse, she treated herself by eating food and drinking beverages. When she would retest after the self-treatment was taken, her meter readings would still be elevated. The pt did not mention what results she got but she did mention that the readings did not match how she felt. The self-treatment typically relieved her symptoms. Eventually, the pt performed a control solution test that failed. At that point, the pt called lifescan for assistance. During the troubleshooting process, the customer care advocate (cca) discovered that the pt had been using expired test strips for the past few days. The pt was obtaining blood samples from her fingers. However, she admitted that she was not always waiting for her punctures sites to be dry prior to applying blood to the test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was using expired test strips and obtaining elevated meter results. The pt had unspecified symptoms of low blood glucose while obtaining results in the "300's" mg/dl but was still taking insulin based on the meter results. The pt's symptoms got worse after taking insulin but she successfully treated herself by eating food and drinking beverages to raise her blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.